Manufacturer narrative:
A sample of the product, with the same lot number, has not yet been received by kimberly-clark for evaluation. The device history record for code 3200-1715, lot number 375684 was reviewed and no qa product rejections were noted. Manufacturing performs a 100% functional/visual inspection of each pair of pads. A review of a retained sample is ongoing.

Event description:
A paramedic notified kimberly-clark that an elderly female patient experienced a witnessed cardiac arrest at a nursing home. The pads were positioned on the patient and one shock was given. There was a pop noise and the monitor displayed a broken line that indicated that the pads had been removed. The pads were still attached to the patient and the monitor. The patient did not have a pulse and pressure upon arrival at the hospital but subsequently expired. Kimberly-clark has not first-hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.